Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the liberty cycler set. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that the leak occurred during treatment, however it is unknown which phase of treatment the leak occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Corrections: h10 additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The plant received ten complaint product samples from the customer with original package identified with product number 050-87216 and lot number 22nr08206. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. A DHR review was performed for the involved lot in the product and there were no non-conformances, any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Additionally, it was found that during the assembly process of this lot there were personnel under training period. The investigation into the complaint could not be confirmed.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The plant received ten complaint product samples from the customer with original package identified with product number 050-87216 and lot number 22nr08206. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. A DHR review was performed for the involved lot in the product and there were no non-conformances, any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Additionally, it was found that during the assembly process of this lot there were personnel under training period. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the liberty cycler set. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that the leak occurred during treatment, however it is unknown which phase of treatment the leak occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the liberty cycler set. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that the leak occurred during treatment, however it is unknown which phase of treatment the leak occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the liberty cycler set. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that the leak occurred during treatment, however it is unknown which phase of treatment the leak occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment. Additional information was requested, however to date has not been provided.